Event description:
The facility reported, the resident was being transferred from the bed to the bath when, above the bed, one clip broke. Because of the remodelling and the line of fracture of the clip,the deformation had happened before the transfer.